Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring before the issue. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue as the malfunction code did not recur. The customer continued to use the pump and was advised to call back if the malfunction reappeared.